Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107794.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead. The patient needed an MRI. Surgical intervention took place where the leads and ipg were explanted and replaced to address the issue. The physician wanted to replace both leads and ipg. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Corrected: d6b - date of explant. Corrected: h6. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient lost effective therapy and was unable to enter MRI mode due to high impedances on one of the leads. Surgical intervention took place on (B)(6) 2024 wherein the ipg and both leads were explanted to address the issues. Therapy was restored post-op.